Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. Readings of 39 mg/dl, 63 mg/dl, and 79 mg/dl as reported by the customer were identified in the meter internal log.

Event description:
Customer's daughter reported that at 2:00 pm in 2006, the customer obtained a result of 289 mg/dl on their freestyle blood glucose monitor. She then reported the customer took a nap, and when the daughter attempted to wake her, the customer had reportedly lost consciousness. The daughter took an additional blood glucose test and received a result of 39 mg/dl. Paramedics were called, and juice and sugar were administered in an attempt to stabilize glucose levels, but the customer did not regain consciousness at this point. Two additional glucose results of 63 mg/dl and 79 mg/dl were obtained. Paramedics arrived and received a glucose result of 333 mg/dl on an unknown brand of meter. Paramedics transported customer to a local hospital, as the treatment administered (unknown treatment) in the customer's home by the paramedics did not succeed in bringing the customer back to a conscious state. Exact treatment administered in order to stabilize glucose levels at the hospital is unknown.